Manufacturer narrative:
External abrasion was found breaching the outer insulation and exposing the outer coil at 9.6 to 10.0 cm from the connector pin consistent with friction to the device can. This is consistent with the observation from the field of noise.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmissions. The atrial lead exhibited noise which led to inappropriate automatic mode switching. All other lead measurements were stable. The lead was explanted and replaced successfully. The patient was stable before, during and after the procedure.